Event description:
It was reported that this patient was having a major headache and was fainting when he tried to lift his head. The patient's heart beat rose from 65 to 125 beats per minute. An emergency medical technician (emt) stated that the patient's pacemaker was defective and was delivering lots of inappropriate therapies. The patient was then brought to the hospital where the physician took exception to emt diagnosis. Reportedly, the patient wasn't using the communicator and was not aware that it was not working because it was disconnected, as the patient's changed telecommunications in the house and jacks were disconnected. The sales representative indicated that he was not aware of this issue, however, after checking for the patient remotely, the last interrogation performed revealed normal pacemaker function. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.